Event description:
Patient was initially scheduled for a ipg revision, due to the battery migrating and creating a bigger pocket. After patient was opened up, it was discovered that the ipg pocket was infected. The infected area was irrigated with an IV antibiotic mixture and patient was sent home with oral antibiotics. The system was explanted and discarded by scrub tech. The physician stated that the patient was previously infected from other surgeries.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.